Event description:
It was reported that the physician was successful going through a stent previously deployed in a proximal lesion (contrary to IFU). After crossing the stent, the physician attempted to reach the distal lesion with the pixel coronary stent system, but resistence was felt and was not successful. The physician decided to remove the pixel and perform a dilatation of the distal lesion. When the physician attempted to use the pixel again, he observed that the stent was no longer on the stent delivery system and it was declared that the stent was lost in the patient. No patient effects were reported.